Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: 1915mcc1597.

Manufacturer narrative:
The investigation of the returned compressor pcb (printed circuit board) and drainage valve did not generate any errors. The device logs from the connected ventilator unit were not returned, the reported standby issue cannot be verified by the logs. The simulated tests performed in a test compressor with the returned parts installed, did not show any deviations, the parts were working according to specifications. Investigation findings do not lead to a clear conclusion about the cause of the reported event.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the compressor did not turn on during patient treatment. There was no patient harm. (B)(4).